Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported her blood glucose level has been elevated today. Pt stated at 10:30 am her blood glucose level was 298 mg/dl, at 11:00 am her blood glucose level was 301 mg/dl and she gave herself an insulin injection, at 11:20 am her blood glucose was 233 mg/dl, at 11:40 am her blood glucose was 151 mg/dl, at 12:28 pm her blood glucose was 68 mg/dl and she ate carbs to bring up her blood glucose, at 1:05 pm her blood glucose was 93 mg/dl and she ate a bowl of cereal which made her blood glucose elevated, at 2:12 pm her blood glucose was 374 mg/dl and she gave a correction of 7.3 units of insulin and at 3:25 pm her blood glucose was 271 mg/dl. Pt's target blood glucose range is 140-170 mg/dl. Pt reported on yesterday, her blood glucose level read 'hi' between 4-5:30 pm. Pt stated she gave a correction of 15.4 units of insulin and she "bottomed out". Pt stated when her daughter came back in the room she was out of it. Daughter stated her son tested the pt's blood glucose level and it was 58 mg/dl. Daughter reported the pt began to shake and they called 911. Daughter stated before they arrived her son attempted to give the pt a glucose packet. Daughter reported when the emts arrived, they tested the pt's blood glucose at 29 mg/dl and gave a glucose packet but her blood glucose would not come up and then they took her to the hospital by ambulance. Daughter stated the pt was at the hospital for around 4 hours and was released around 9:30 pm. Daughter reported they did blood work, checked for infection and gave the pt glucose and saline IV for treatment and then released her. Pt stated she started a new medication and doesn't know if the medication is affecting her blood glucose. Pt reported her doctor also changed her general parameters on the bolus calculator about a month ago. Pt reported she will contact her trainer to find out if her general parameters need to be adjusted again. On call back on (B)(6) 2011, pt reported she did get in touch with the trainer and adjustments were discussed but no changes were made. Infusion adapters were sent; no product return was requested.